Event description:
Pt revised to address dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint data base search finds no other reported incidents against the known product/lot combination since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received the investigation will be reopened.